Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring urinary incontinence and urethral atrophy. The aus was explanted. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring urinary incontinence and urethral atrophy. The aus was explanted. No further patient complications were reported.